Event description:
It was reported by svc report that the gas fowler cylinder was drifting with weight and was leaking onto the floor. The side rails also would not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.